Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2017-02-28 UDI #: (B)(4), mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4), mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2016-05-31, UDI #: (B)(4), mfg date: 2015-05-31, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2017-02-28 UDI #: (B)(4), mfg date: 2016-02-28, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2017-03-31, UDI #: (B)(4), mfg date: 2016-03-31, (B)(4). Heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4), mfg date: 2016-02-28, (B)(4), heartware ventricular assist system ¿ battery, battery /(B)(4) / model #: 1650 / expiration date: 2017-02-28, UDI #: (B)(4), mfg date: 2016-02-28. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching. The patient indicated that intermittent beeping and four pump stop events had occurred while changing power sources. All power sources were treated with lubrication and the batteries remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the pump stops occurred with a loud continuous alarm and blank controller screen. The controller remains in use.

Manufacturer narrative:
Corrections: b5, h10 other devices involved in this event: d1: heartware ventricular assist system ¿ controller d4: controller / asku/ model #:asku / expiration date: asku UDI #: asku d10: no h4: mfg date: asku h5: no h6: patient code(s): c76143 h6: device code(s): a0708 h6: FDA conclusion code(s): d15. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0. Controller 2.0/con306421/model #: 1420. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and eight batteries were not returned for evaluation. Log file analysis available up to august 3, 2018, revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files did not reveal any power switching events during the analyzed time period. However, an instance of momentary disconnection was recorded involving the battery (B)(4). A momentary disconnection will result in an audible tone or "beep". Log files did not reveal any pump stop events. As a result, only the reported "beeping" event can be confirmed. However, the reported power switching, and loss of power could not be confirmed. The most likely root cause of the reported beeps can be attributed to momentary disconnection between the controller and battery. An internal investigation evaluated momentary disconnections. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.